Event description:
A vitros eciq operator called ocd to report error codes indicating reagent probe wash verification was outside of acceptance limits. During a subsequent visit for equipment maintenance, an ocd file engineer observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous results could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. An ocd field engineer performed maintenance on the probe returning the instrument to expected operation. The root cause of this event was a partially occluded reagent metering probe.